Event description:
Covidien argyle infant heel warmer broke on to baby's skin while trying to activate the heel warmer by punching it. The heel warmer exploded on this nurse, the baby and another nurse. The solution crystalized on the baby. The baby was then washed multiple times and the crystals kept reforming.